Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the surgeon noticed a scratch on the lens after implantation. The issue was noted after the lens was implanted. The lens was cut out and a new lens was implanted. Additional information was received stating the surgery was completed on the same day and there was no harm to the patient.

Manufacturer narrative:
The fully assembled, empty lens case was returned in an opened folded company cartridge pouch inside opened carton. The explanted lens was not returned for an evaluation. Information was provided that indicated the use of a qualified cartridge and viscoelastic. The associated handpiece is unknown. The root cause could not be determined for the reported complaint. Information was provided that indicated the company non-toric 23.0 ((add power +2.2/+3.2) lens was removed and replaced with the same lens model and diopter. The manufacturer internal reference number is: (B)(4).